Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's current blood glucose was 600 mg/dl. The customer experienced symptoms of thirst as result of high blood glucose. Troubleshooting was done for high blood glucose. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated insulin exited. The insulin pump will not be will be returned for analysis.